Event description:
During a left ventricular (lv) procedure, a cardiac perforation occurred which required a pericardiocentesis to stabilize the patient. Access to lv was obtained with an agilis medium curve introducer. The physician wanted to exchange the medium curve to a large curve since the medium curve did not reach the area of interest. Following insertion of the large curve, the patient became unstable (low rr), and a transthoracic echo revealed a perforation of the left atrial appendage (laa). A pericardial drain was inserted to stabilize the patient, and the patient was transferred to the ccu. It is suspected that the large curve catheter caused the perforation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.